Event description:
Device report from (B)(6) indicates during insertion the tip of the screw broke; broken tip remains in the pt.

Manufacturer narrative:
Device is not distributed in the unites states. Device received at synthes (B)(4) and is in the evaluation process, no conclusion can be drawn.